Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a possible problem with the pump. No health events were reported. No additional information was given and troubleshooting could not be completed. Several unsuccessful attempts were made to contact the patient. This complaint is being reported because the reported issue was not resolved.